Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was not an unexpected no delivery alarms noted. The unit was received with minor scratches on the lcd window. The unit was received with a cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer reported that the cannula is bent. Customer's blood glucose reading was 325 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.